Manufacturer narrative:
G4: 01jun2020. B4: 01jun2020. The customer was provided with a quote for service/repair of the device. It was reported that the customer was reluctant to purchase a battery for the device. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30mar2020.

Event description:
It was reported that the ventilator had a battery backup issue. There was no patient involvement.